Manufacturer narrative:
Additional information concerning this event will be requested from the field.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. At this time no intervention has been performed and the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Despite multiple attempts, the field had no additional details to add regarding this event and the status of the device. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.